Manufacturer narrative:
(B)(6).

Event description:
It was reported that after inserting a portex® 7.5mm soft seal cuff suctionaid tracheostomy into the patient, when the customer inflated the cuff, they found an air leak from the cuff. No patient injury.

Manufacturer narrative:
One used device was received for investigation. A visual inspection could not find any holes in the cuff, however upon inflation during use testing, leakage was observed. A manufacturing was performed but no discrepancies were found. A root cause for the leak could not be determined.